Manufacturer narrative:
Manufacturer's ref# (B)(4) manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation. This is an initial report. This is a late report (1 day) due to human error. 16 jul 2024 the earmould was received by the manufacturer, inspection of the device showed that the brass ring is securely attached to the mould and cannot be removed even with a set of tweesers. Manufacturer investigation concluded that there is no device malfunction. Manufacturers investigation is final. This is a final report.

Event description:
Estimated date of incident (B)(6) 2024 it was reported that the brass ring that holds the cerustop wax filter fell out of the mould. Nothing ended up in the patient's ear canal. There was no harm to the user following this incident. Further follow up is expected. (B)(6) 2024 investigation of the device showed no defects. The earmould was received by the manufacturer, inspection of the device showed that the brass ring is securely attached to the mould and cannot be removed even with a set of tweesers.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation. This is an initial report. This is a late report (1 day) due to human error.

Event description:
Estimated date of incident (B)(6) 2024. It was reported that the brass ring that holds the cerustop wax filter fell out of the mould. Nothing ended up in the patient's ear canal. There was no harm to the user following this incident. Further follow up is expected.